Event description:
On (B)(6) 2024, my mother was admitted to the ER because the mitral valve was failing. Her heart was only pumping out about 2 l/min when I guess it should be pumping about 5 l/min. She was extremely unstable and the doctor told us that he wanted to put in the impella pump, through the cath lab and it would be going in through her right groin area. They said the pump would help keep her alive until they could transport her to (B)(6). She was in really bad shape all night long and it was difficult to keep her alive, even with the pump. The next morning, they got her transported to (B)(6). Once up there, they ran a whole bunch of tests and a few hours later, the doctor came and told us that because of the placement of the impella, her right leg was not getting enough blood flow and that if they didn't move it, she would lose her right leg. Keep in mind that her right leg was her good leg as she had a stroke 8 years prior and her left leg was still affected by that. I asked if, since at this point the impella been in her and likely restricting blood flow to her legs (since it was placed about 16-18 hours prior to that) if it is possible that her leg already sustained enough damage that it would not be possible for her to walk on it, even if they moved it to the other side? The doctor said that yes, that was possible. Then, I asked if it was likely that she would have the same issue with her other leg and he said that it was very possible. We were in an impossible position. A little bit later, they came and got my siblings to talk to us. They were still needing to run more tests and doubts if she would have been strong enough for a mitral valve replacement or putting in a clamp of some kind (I'm not really sure about that piece). They said that even just moving the impella from her right leg, to her left leg, would be a tricky procedure and that they were concerned she wouldn't survive the surgery. For us, a lot of this came down to the fact that she one good leg that was just compromised because of the impella device and that she would be miserable living in that state. It would be excruciating pain to lose a leg. She been through so much because my father was killed by a drunk driver 14 months prior and she was already living in that pain. She been intubated for almost an entire day at this point, which was awful for her and all the options in front of us, resulted in her dying. If this was a known issue with the impella, I really wish they used an alternative or just transferred her to the other hospital sooner, so they could have just tried to do a mitral valve replacement. I am sure that the impella and the circumstances after the installation, contributed to her death. From her medical records this is just one of the test results. Feel free to reach out for more information. I don't know how much of this is helpful. In the right lower extremity, the right superficial femoral artery has antegrade nonpulsatile continuous flow with velocities ranging between 7 and 14 cm/s. No color flow or spectral signal is detected in the distal posterior tibial or dorsalis pedis arteries. In the left lower extremity, pulsatile low resistant flow is present in the left superficial femoral artery with peak systolic velocity ranging between 21 and 34 cm/s. Pulsatile low resistant flow is seen in the distal left posterior tibial artery with peak systolic velocity of 20 cm/s. Similar pulsatile flow is sampled from the left dorsalis pedis artery with a peak systolic velocity of 7cm/s. Impression: ischemic right lower extremity with nonpulsatile flow in the thigh and no detectable arterial flow below the knee; pulsatile low resistance flow is present in the left lower extremity.